Event description:
It was reported that the right ventricular (rv) lead exhibited episodes of over-sensed noise which resulted in inappropriate shock. The lead was reprogrammed. There were no patient consequences.